Manufacturer narrative:
(B)(4). Baxter received fourteen total units. This report addresses 14 of 14 for this facility. No defects regarding the luer cap was found. The reported condition could not be confirmed. Therefore no root cause could be identified. Baxter conducted a batch review. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv 250 device was received with a missing blue winged luer cap. This was observed before use; there is no patient involvement. No additional information is available. This is report 14 of 14 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.